Event description:
It was reported that during an unk procedure, the surgeon fired with difficulties the three first reloads, he complained that the device was locking. With the fourth firing, the staples were not activated. The reloads were changed and the device stapled but did not cut. It was not reported how the procedure was completed. No adverse consequences reported. The device will not be returned. Three additional attempts have been made to obtain further information regarding the event with no response.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned.